Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced instrument log review was performed for this procedure by an is advanced failure analysis engineer (fae). Per the fae, the logs were reviewed and no errors related to the reported event were observed. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic pulmonary lobectomy procedure, a conversion to open surgery occurred. When the event occurred, the surgeon was using the cadiere forceps instrument to "suppress" or retract a vessel. The customer believes excessive retraction of the vessel with the cadiere forceps instrument resulted with interrupted blood flow and abnormal blood pressure. As a result, the surgeon elected to convert the case to open surgery. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy procedure, a conversion to open surgery occurred. The issue occurred halfway through the procedure when the cadiere forceps instrument was being used to "suppress" the aorta. Blood flow was interrupted, resulting with abnormal blood pressure and a conversion to open surgery. The surgeon stated not noticing that the strength of the cadiere forceps instrument had increased. All instruments were removed, a conversion to open surgery was performed, and cardiopulmonary resuscitation (CPR) was initiated. The patient tolerated the open procedure. The surgeon stated that he believes insufficient blood pressure occurred due to excessive retraction with the cadiere forceps instrument. The surgeon also stated that there was no injury or harm to the patient. The patient did not experience post-operative complications. The system and instrument were inspected prior to use; there is no allegation of a system malfunction.